Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redr0436 showed no other similar product complaint(s) from this lot number.

Event description:
The rn reported, "I had an issue with a 20 g 2.25 inch accucath today. I was attempting to advance the wire and felt resistance, and when I pulled the wire back it felt like it hung for a second before fully retracting, then I repositioned my needle and went to advance the wire and it was stuck in the chamber. I threaded the catheter off the needle and the line worked but when I hit the safety button, the needle didn¿t fully retract (maybe half to one cm was still exposed) and the wire burst out the back of the accucath. No injury and the wire was still intact with the loop on the end, albeit mangled."